Event description:
Ous MDR - this device cannot be interrogated. Back on (B)(6) 2013, the pacemaker showed 2 years 7 months to eri. This is all of the available information at this time. Should additional information become available, this event will be updated.

Manufacturer narrative:
After it was received, the pacemaker underwent a visual inspection. There were scratches on the device housing. Next, the pacemaker was interrogated. The clinical observation was confirmed. By selecting the implant from the implant list, a memory excerpt of the implant could be extracted. The analysis of the memory excerpt showed that the clinical observation resulted from damaged memory content. The pacemaker's ability to provide therapy was checked. Both the antibradycardic output signal and the signal sensing were normal. The pacemaker showed behavior according to specification in regard to its therapy function. During the analysis, the damaged memory content was corrected. After that, a status interrogation of the implant was possible without problems. There were no indications of a pacemaker malfunction. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be connected to the complaint. All manufacturing steps had been carried out correctly. In summary, the analysis of the pacemaker identified damaged memory content, which led to the clinical observation. The cause of the damaged memory content could, however, not be determined. It cannot be ruled out that external influences, such as strong electromagnetic fields have contributed to it. There was no material defect or manufacturing error.